Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information: e1(event site state: sc). Contact details: contact person phone number: (B)(6). It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had helium leak. A getinge field service engineer (fse) evaluated the unit and says no issue found.all manifolds check pass, auto-fill check pass,no error logs present. System returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that pre procedure setup, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.